Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication error, and had to rebooted to restore proper operation. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.